Event description:
Philips received a complaint from the customer on the v60 indicating that a vent check back up alarm failed error displayed on the system. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
It was confirmed that error code 1104 (post): getting backup alarm failed message were logged on the system. The manufacturer's field service engineer (fse) was dispatched to the site. No repairs were completed by the field service engineer as the customer declined service and repair. The system was checked by hospital biomed and issue could not be reproducible. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.